Event description:
A nurse reported during intraocular lens (iol) implant surgery the lens shot out of the delivery system and caused zonule damage. The iol was removed and replaced with a different model lens. Add'l info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed for the complaint product lot because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined from the investigation. Add'l info has been requested. (B)(4).